Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is submitted to report the leaflet tear which occurred after the mitraclip (10350815/(B)(4)) was implanted, and required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds 10350815/(B)(4)) was delivered, and the clip was implanted without issue. After clip deployment, the mr was completely eliminated, and reduced to trace. Approximately 5 minutes after deployment, a new jet showed up medial to the clip, and mr grade returned to 3. Under echocardiogram, the posterior leaflet close to the clip seemed to be thinner compared to pre-deployment, and although not visible, it was believed that there was a hole in the leaflet. A second clip was placed without issue, medial and very close to the first clip. There was only minor improvement of the mr grade which still remained at 3. Cardiac output improved from 3.3l/min pre to 4.8l/min post procedure. The physician stated that the most likely reason for this hole is the degenerative morphology of the posterior medial leaflet, and possible impact of pre-existing ischemic cardiomyopathy. There was no clinically significant delay in the procedure. Four days post procedure, it was reported that the patient was well and the mr grade was reduced to 1-2. The patient left the hospital in very good condition. Echocardiogram showed no gap, and an mr grade of 1. It was noted that the patient had a big clinical benefit and the procedure was successful. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral valve injury/vascular trauma (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided, it is possible that the reported tissue damage (hole) was related to patient/procedural conditions; however, this cannot be confirmed. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. All clip delivery systems are subject to a 100% visual and functional testing during the manufacturing process to verify product quality. A review of the device history record for this lot revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.